Manufacturer narrative:
A replacement glidescope core quickconnect cable was provided to the customer and the core quickconnect cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core quickconnect cable and noted that the image intermittently splits and becomes discolored when connected to the test equipment. The camera image quality test was performed and failed. The technical service representative attributed the poor image quality to cable failure. Since the customer had already received a replacement glidescope core quickconnect cable, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core quickconnect cable, there was a "spotty connection" during the bronchoscopy causing an intermittent image. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.